Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's ins was sticking out and catching on things. The patient had the ins pocket revised to make it more flat and the issue resolved. No further complications were reported.